Event description:
Physician using covidien "endostitch" with "0" nonabsorbable 4" suture for a uterosacral suspension, surgeon had finished suturing on the uterosacral ligament and started suturing on the cervical serosa, the tiny needle broke in half.